Event description:
Pt sustained severe crash injury to pelvis and right leg. Suffered severe sciatic nerve injury and right below knee amputation. Pt had spinal cord stimulator inserted 4/6/89. Stimulator changed in 1990. In july 94, pt experienced electrical shock sensation in right flank. Intraoperatively, it appeared that silicone gel had deteriorated and left lead exposed. Extension #7496-51 removed on 8/29/94 and replaced with another lead. Appenrantly stimulator functioned. To surgery 11/11/94 for removal of lead and replacement of another lead. Lead will be retained by pathology for 45 days for pt to claim.